Event description:
The customer states there is blood leakage into the arterial lumen and breakage of catheter. The catheter was placed on (B)(6) 2012 in right subclavian. The catheter was in place for 5 months and 15 days. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.